Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a blank display following a low battery alert. Blood glucose level at the time of the call was 150 mg/dl. The customer declined troubleshooting and will call back if the problem persists. The insulin pump will not be replaced or returned for analysis.